Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side radius assessed as fold flaw opening. Missing shell assessed as inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture and capsular contracture, baker grade ii. Device was explanted.